Manufacturer narrative:
E1 - initial reporter phone: (B)(6). One device was returned for analysis. Visual inspection found a delaminated (dso) downstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a bubble downstream occlusion seal. The downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned for cassette attachment issue. During physical inspection, it was found that there was a delaminated downstream occlusion (dso) seal. The event occurred while in use with the patient.